Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. Analysis of the returned product indicated there was a device issue. No patient complications were reported.

Manufacturer narrative:
Date of event: (B)(6) 2022 was used as approximate date based on device return date upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested, and examined using a microscope; no visual damages were found upon inspection. Both cylinders passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. No leaks were found. The pump kink resistant tubing (krt) was trimmed down to appropriately length prior to functional testing. The pump was functionally tested and did not pass the deflation test. Product analysis identified device malfunction with the returned pump.